Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10.0 mg/ml of saline at 0.061 mg/day at the time of the report via an implantable pump for spinal stenosis and spinal pain. It was reported the patient¿s last print-out was from (B)(6) 2017 from a healthcare provider she saw for about eight years. The patient had their healthcare provider empty the morphine from their pump and replace it with saline at this time. The settings were also adjusted. The patient stated the reason was that they did not need therapy anymore for back pain at that time. The patient came off her oral medications as well. The patient did not want to remove the pump at that time because the chances were high that she may need the therapy again. The patient then had a car accident in august 2017. The patient mentioned she has degenerative disc disease, a history of microdiscectomy in l 4-l5, and a herniated disc in c 4. The patient reported they were being treated by their existing neurosurgeon for their issues. The patient reported they had a new injury and their symptoms have been getting progressively worse following the car accident. The patient reported having daily spinal pressure headaches and stated the spinal pressure headaches were getting worse. The patient was initially having the spinal pressure headaches once a week and now they were every day. The patient had experienced a few spinal pressure headaches in the past, anytime they did a spinal puncture. The patient first learned what a spinal headache was in 2003 or from a bad spinal tap. The patient feared that something happened at the car accident that caused the pump to malfunction. The patient believed there was a mechanical issue with the pump, maybe even a leak. The patient stated that no one checked the pump. The patient did not have a managing healthcare provider. The patient stated that all her healthcare providers were saying to have a magnetic resonance imaging procedure (MRI) to look at her pump. The patient inquired if their primary care doctor could have a company representative from the manufacturer check the pump. Patient services reviewed that the healthcare provider can request for a rep to come out; however, it was reviewed that reps cannot make any changes to the pump. No further complications were reported or anticipated.